Event description:
The device was used during an unspecified procedure. Reportedly, the instrument misfired. The surgeon applied another instrument to complete the procedure. The hospital has reported no patient injury occurred.